Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5054 implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the device had an electrical reset. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4) - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.